Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the soft tip was separated at the distal seal and frozen on the stylet. Additional reported information indicates that the soft tip separation noted at the distal seal occurred during the very tough case due to heavy calcification and tortuosity. No additional information was provided.

Event description:
It was reported that during the procedure in the heavily tortuous/calcified proximal left anterior descending artery for treatment of a 90% stenosis, pre-dilatation was performed and a 2.25x23 rx xience v nano stent delivery system (sds) was advanced but could not cross the lesion. Several attempts were made to advance the sds using force and the proximal shaft kinked outside the patient anatomy. The device was removed from the anatomy as a single unit with resistance. Another unspecified stent system was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tip separation and kink were confirmed. The failure to advance/cross and difficulty removing/resistance with the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted in the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.